Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02063. The hospital discarded the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the tips of an indigo system aspiration catheter d (catd) and an indigo system aspiration catheter 6 (cat6) were pinched upon removal from the packaging. The damaged catd and cat6 were found prior to use and therefore, were not use in the procedure. The procedure was successfully completed using a new cat6.